Manufacturer narrative:
Visual inspection of the device found the shaft was completely separated at the distal end of the hypotube. The reported complaint was confirmed. Upon f/u, the physician confirmed that the pt suffered no complications as a result of the occurrence.

Event description:
Angiosculpt catheter lost pressure at approx 6 atm during first inflation and was removed from vessel by physician. When the device was removed, the distal shaft was completely separated proximal to the guide wire exit port. There was no adverse outcome on the pt and the procedure was successfully completed.